Event description:
Initial info received from a consumer on 22-jun-2009: a female received an unk amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] in 2006 and again for a follow-up the following month, for lines and so forth; around the eyes and nose. In 2007 she developed lumps, so she was injected with triamcinolone (kenalog). Over a period of time, a whole bottle of triamcinolone had been used and she had pea-like bumps under her eye, corners of her eyes, on her chin; anywhere she was injected and continues to have them three years later. She has been back to the clinic three times and the last time was last month (2009). She stated that she had other products used on her lips and had never had a problem. No further relevant info reported. Follow-up received from legal (correspondence letter to consumer regarding compensation request) on 30-jun-2009: no new info reported. Add'l info for sculptra (lot# and expiration date - not provided) from product technical complaint report dated 01-jul-2009, received on 02-jul-2009: batch record review was w/o hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Add'l info received from legal on 15-sep-2009: no new medical info reported. Add'l info received from a nurse on 22-sep-2009: the consumer questionnaire along with the sculptra adverse event form sent to the consumer were returned completed by a nurse. The consumer was treated with poly-l-lactic acid injections that were reconstituted with 4 to 1 ml of sterile water 24 hours prior to the injections under both eyes and commisure lines. She received these injections in 2005 and 2006. In 2007 (previously reported), the consumer developed bumps under both her eyes as well as bumps at the commisure lines and was treated with triamcinolone [kenalog]. The consumer has not received any further poly-l-lactic acid injections since then and did not have a biopsy taken. At the time of the report, the consumer continues to have the bumps under bother her eyes and at the commisure lines. No further relevant info reported.

Manufacturer narrative:
Additional implanted dates: 2005, 2006.